Event description:
It was reported that the lead was explanted and replaced due to low impedance. At extraction, lead anomaly at the proximal end of the svc coil was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found sign of clavicular crush proximal to svc shock coil. The etfe insulation of the rv cables and ptfe liner were damaged. This damage caused the reported low impedance.